Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that a patient told a healthcare professional (hcp) that the pump ¿isn¿t even working anyway¿ and that the ¿batteries have been dead since last (B)(6)¿ ((B)(6) 2014). The reporter requested compatibility guidelines for MRI (magnetic resonance imaging). No drug information, intervention, or patient outcome was reported. Follow up was conducted to obtain further information but had not yet been received at the time of this report. If additional information is received a follow up report will be sent.